Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, picture samples were received for evaluation by our quality team. Through examination of the pictures, a microlance 3 needle g30 was observed assembled to a luer lock syringe. Through the pictures alone, no defects could be identified with the needle product. As neither a material number nor a lot number were known for this incident, a review of the device history records could not be performed. Based on the limited investigation results, an exact cause related to the manufacturing process could not be identified for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Upon clarification from customer, "this complaint we registered for needle 30g bd ¿ microlance".

Manufacturer narrative:
(B)(4) follow up report for correction. The manufacturing plant was incorrect in the initial MDR. The manufacturing plant should be becton dickinson, s.a. ¿ fraga, spain / 22520. Medical device brand name was incorrect in the initial MDR. Medical device brand name should be bd microlance 30g needle. Common device name was incorrect in the initial MDR. Common device name should be needle, hypodermic, single lumen. Medical device type was incorrect in the initial MDR. The medical device type should be fmi.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had leakage at the luer connection. The following information was provided by the initial reporter translated from italian to english: leakage of product from luer lock connector.